Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The emitter for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while testing the navigation system with the site, the navigation system found an imprecision of 1 centimeter in the anterior direction on the superficial and interior anatomy. It was reported that the inaccuracy occurred after twenty to thirty minutes of navigation. A new registration was performed and precision was restored.

Manufacturer narrative:
The interface box for the navigation system was returned to the manufacturer for analysis. The box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.